Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device making weird noise and had metal shavings coming off could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a hole in the hose near the muffler, failed safety assessment (runs in load position), had low rotations per minute ((B)(4) should be at least (B)(4)). It was also observed that the vanes were worn out and broken, the locking components were damaged allowing the device to run in the load position. The issue with the vanes was consistent with normal wear over time. The issue with the hole in the hose near the muffler (zone 1) was consistent with assembly tooling issue. The issue with the locking components was consistent with trying to run the device in the load position or pushing on the disconnect sleeve while the device was running. A CAPA has been initiated to address hose damage. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device made a weird noise and had metal shavings coming out of the tip. There were no delays to the planned surgical procedure. The procedure was completed with a spare device. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The initial medwatch stated the aware date and alert date was (B)(6) 2016 in error, the correct aware and alert date is (B)(6) 2016. If additional information should become available, a supplemental medwatch report will be sent accordingly.